Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015, the patient presented with dark urine and an elevated lactate dehydrogenase (ldh) of approximately 1400 u/l. The patient was admitted. There were no pump parameter changes noted. The customer initiated heparin and argatriban therapy and the patient's ldh and urine normalized. The patient was reportedly discharged. On (B)(6) 2015, the patient presented with shortness of breath and fatigue. A lab analysis revealed an elevated ldh of approximately 2600 u/l and the patient confirmed black urine. The patient was transferred to the implanting center. It was reported that the customer observed a motor stopped event, which was confirmed with a review of the log file. A potential issue with the percutaneous lead was also suspected. A pump exchange was performed on (B)(6) 2015 due to suspected pump thrombus.

Manufacturer narrative:
Device evaluation the report of increased lactate dehydrogenase (ldh) was confirmed based on the evaluation of (B)(4). Examination of the pump blood-contacting surfaces found rings of denatured, tissue-like thrombus adhered to the inlet bearing and bearing cup. The rings appeared to have been a single formation, which was pulled apart during disassembly. The tissue showed laminated layering, indicating that the thrombus formed over an undetermined period of time. The examination also found red, denatured, tissue-like thrombus around the outlet bearing. The observed thrombi would have contributed to the reported increase in ldh and hematuria. The thrombi also would have caused increased rotor drag, which would have contributed to the pump stoppage observed on the submitted system controller log file. The evaluation could not conclusively determine the cause of the thrombi. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.